Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "problem in fitting the wires is not working, not reloading equipment". This is consistent with a battery failing to charge in the device. There was no report of pt involvement.